Manufacturer narrative:
Evaluation results: evaluation of the returned product found the alarm has battery leakage and corrosion to the battery springs and flat contacts. There is white powder residue on the back of the battery door. The unit powers up and passed all tests. Conclusions: the district manager provided inaccurate battery storage information to the customer which resulted in corrosion. Note: the instructions for use state that the 8374np (no power model) does not have an on/off switch. This is to prevent pts or caregivers from turning off the alarm. The only way to turn off this model is to remove the batteries. (B)(4).

Event description:
The customer reported the alarm has battery acid leakage in the battery compartment. There was no pt incident or injury reported.